Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: incorrect prep the device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the lesion to be treated was located in the proximal left anterior descending artery (lad) with heavy calcification. Pre-dilatation was performed with a trek balloon. The xience stent was advanced to the lesion and the stent delivery system (sds) balloon was inflated at the lesion. However, no stent was observed in the vessel. The stent had dislodged prior to the device being advanced into the patient. The stent implant was found on the table. Another xience was used successfully to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.